Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developeda skin irritation under the therapy electrodes. The irritation was described as being broken and bruised skin. The patient's nurse placed a patch over the irritation. Follow-up indicated that the irritation had healed.